Event description:
It was reported that a recently implanted vns patient underwent generator replacement surgery due to the patient's device not stimulating. An implant card was received by the manufacturer which indicated the patient's generator was explanted due to generator malfunction. Good faith attempts to obtain additional information from the referring neurologist have been unsuccessful to date.